Manufacturer narrative:
E.1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic inspection observed that the main coil was bent and stretched at the primary coil and zap tip section, moreover the arm coil was detached. Dimensional inspection on the zap tip outer diameter and primary coil outer diameter were within specification.

Event description:
Reportable based on device analysis completed on 21aug2025. A 18mm x 40cm intelock-35 was selected for use. During the procedure, a continuous flushing was done before introduction of coil. Subsequently, the coil got detached inside the 5f delivery catheter. The procedure was completed using an alternative device. No patient complications were reported. However, device analysis revealed that the main coil was detached.